Event description:
It is reported that the patient was revised for an unrealized periprosthetic femur fracture.

Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. Evaluation summary: it is reported that this patient had a prior femoral neck fracture on the left side preceding this tha. The adverse event report, also dated (B)(6) 2010, indicates that the patient suffered a femoral shaft fracture and that the zimmer devices were not related to this fracture. Based on the information provided, it is clear this report has been issued to document the revision surgery for this patient and not the result of a perceived deficiency with the zimmer products. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.